Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6). Revealed the device got hot after running it at donut end and no device found message appeared. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller went blank/unresponsive since last night and they couldn't charge their implanted neurostimulator (ins) and now their ins was 'dead' due to the control ler. Pt noted they inserted aa batteries, but still couldn't recharge the ins and patient services (ps) reviewed that was expected. Ps attempted to reset the controller, but the pt didn't know where their li battery pack was and they lost the battery pack. The issue was not resolved. Ps reviewed role of a manufacturer representative (rep) and provided the pt with the nas number for their healthcare provider¿s office. Pt potentially will call back after the controller battery is charged for assistance to going through the passive recharge mode. A replacement battery pack was requested. Additional information was received from the patient. Pt called back and reported the controller still wasn't holding a charge with the battery pack. Pt said when they unplugged controller from the wall, controller would just die. Ps had pt reset controller by plugging into ac power without battery, screen came on and green light flashed on controller when battery was reinserted. Pt said they had left the controller plugged in for a couple hours prior to trying to unplug. Pt instead said the controller had powered off only once they tried to use recharger from 'no device found' screen. Ps was unsure if screen was turning off when unplugged from wall immediately, or if was recharger problem. Ps advised pt let controller sit and charge until green light was solid, then call back for further troubleshooting. Pt called back and stated they let the controller charge for a few hours and the green light went solid, but the controller was still dying immediately. Pt clarified that the controller will remain on until they plug the recharger (rtm) in. Ps had them examine equipment for damage; pt denied visible damage. Pt unlocked the controller and saw the "no device found" screen. Pt then connected the rtm, and the screen went dark with a faded rectangle image and then completely off. Pt said the screen doesn't come back on until they plug it back into the ac power supply. An email was sent to repair to replace the recharger. The pt called back a third time and asked if they should have the controller replaced instead of the rtm. Pt repeated that their controller screen was going blank when they were recharging. Ps reviewed the new rtm cord will likely resolve the issue.